Event description:
Customer reported that an erroneously low glucose result was generated by the unicel dxc 600 synchron system. The sys generated critical rerun feature was triggered and returned a result within expectations. The initial result was not reported outside the lab. The sample was retested on the same sys and yielded a result within expectations. The result was then reported out of the lab. There was no change to the pts' care or treatment.

Manufacturer narrative:
Quality control data was reviewed and within spec. The field service engineer (fse) visited the facility and examined the sys. The fse found a salt looking ring buildup within the glucose electrode. The fse recalibrated the glucose electrode and ran a precision test, the results were acceptable. The fse also replaced the sample probe, reagent probe, collar wash and both reagent collar wash units. The fse also realigned the reagent probes and mixer to cuvette. Although several parts were replaced and alignments performed, a specific root cause of this event was not determined. Accordingly, no conclusion can be drawn. This reportable event was identified during a retrospective review of complaints conducted between (B)(4) 2008 and (B)(4) 2010 for add'l reportable events.